Manufacturer narrative:
Investigation summary: two samples were received for evaluation. The investigation found that the foreign matter was located in the saline at the top of the syringe. On both of the syringes, the plunger rod and stoppers were not secured by the retaining ring. On sample shows fluid that bridges across the ribs of the stopper. The foreign matter was removed and confirmed to be pieces of flow wrap packaging material. The saline it self was tested and passed specifications. The failure mode of foreign matter was confirmed by bd and the product is not within specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about fm. Our 100% inspection is capable to detect the fm. The plunger rod labeler is capable to detect the position of the plunger rod/stopper. The material of this fm is plastic flow wrap. The location of the fm confirms that these syringe are not representative of our manufacturing process; we have controls in place to detect this type of fm and plunger rod position. Based on the characteristics of these samples, we are not able to confirm the root cause. No issues were documented about fm of any type associated with this batch 7079993. (B)(4).

Event description:
It was reported that before use, there was foreign matter, which appeared to be plastic film, found in the10 ml bd posiflush¿ normal saline syringe. There was no report of injury or medical interventions.